Event description:
One year post op, as a result of x-rays for a hip problem, a foreign body was found in the sacrum. Potential identification of the foreign body has the form and shape similar to teflon part of the instrument.